Event description:
The following event occurred during treatment of a right-sided aneurysm. The aneurysm had been previously clipped. A previous coiling was performed with gdc coils only. After coiling, the matrix coil nest shifted and moved into the parent vessel. Repeated attempts to retrieve the coil(s) were unsuccessful. The aneurysm ruptured and it was decided to leave the matrix tail and loop in the right mca.